Event description:
It was reported that during a stent graft placement procedure, the device allegedly kinked inside the patient. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510k number for the fluency plus endovascular stent graft products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 06/2026). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510k number for the fluency plus endovascular stent graft products is identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the device was not returned for evaluation. No photos were provided which leads to inconclusive results. It was reported that this incident was probable caused through false application of trough by the user and there was no force increase during deployment. Therefore, based on available information and as photos or videos of the delivery system were not provided, the investigation is closed with inconclusive result for kinking of the delivery system inside the vessel. A definite root cause of the reported incident cannot be identified. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use sufficiently address the potential risk. Regarding warnings, the instruction for use states "visually inspect the fluency plus vascular stent graft to verify that the device has not been damaged due to shipping or improper storage. Do not use a damaged device". The instruction for use states, "do not use a kinked delivery system". With regards to stent graft deployment, the instruction for use states "do not hold or kink the outer sheath of the delivery catheter since it must be free to move during deployment." H10: d4 (expiration date: 06/2026), g3. H11: b5. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent graft placement procedure, the stent graft delivery catheter allegedly kinked inside the patient. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510k number for the fluency plus endovascular stent graft products is identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the device was not returned for evaluation. No photos were provided which leads to inconclusive results. It was reported that this incident was probable caused through false application of trough by the user and there was no force increase during deployment. Therefore, based on available information and as photos or videos of the delivery system were not provided, the investigation is closed with inconclusive result for kinking of the delivery system inside the vessel. A definite root cause of the reported incident can not be identified. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use sufficiently address the potential risk. Regarding warnings, the instruction for use states "visually inspect the fluency plus vascular stent graft to verify that the device has not been damaged due to shipping or improper storage. Do not use a damaged device". The instruction for use states, "do not use a kinked delivery system". With regards to stent graft deployment, the instruction for use states "do not hold or kink the outer sheath of the delivery catheter since it must be free to move during deployment". H10: d4 (expiration date: 06/2026). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent graft placement procedure, the device allegedly kinked inside the patient. The procedure was completed using another device. There was no reported patient injury.